Manufacturer narrative:
D6b updated. The investigation is still ongoing.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The cause of the injury was not determined due to insufficient clinical details. The cause of the placement signal issue could not be determined as no product or logs were returned for evaluation.

Manufacturer narrative:
Updated information: b3 updated d1 brand name updated.

Event description:
Clinical review/rationale: an impella 5.5 was inserted via right axillary artery in a 62 year old male who was admitted for cardiomyopathy. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai stage c. On day 46 of support, while in the intensive care unit, the placement signal was inaccurate. Echocardiogram confirmed correct positioning of the pump and placement signal was 176/151 (160), however the blood pressure cuff read 95/77. On day 47 of support, it was reported the previous echocardiogram images showed a thrombus on the impella near the inlet cage. It was discussed that the 5.5 is contraindicated in for use with patients experiencing a thrombus, however it was decided to continue support with the 5.5 and increased prothrombin time (ptt) goals for the patient. This event is conservatively reported as thrombosis and the placement signal issue prompted intervention, but there was no lasting harm or injury reported.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.